Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to the lead kinking under the patient's clavicle and the physician was concerned it may have been damaged. The rv lead was replaced. No patient complications have been reported as a result of this event.